Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The enclosure was cracked by the water tank cover. This was causing a leak. Both covers were cracked and scratched. The line cord was worn and had a cut in the cord. The customer reported product problem (an internal) leak was verified during testing. User damage was established as the root cause. The aforementioned worn components were replaced to address the problem.

Event description:
It was reported that a smiths medical fluid warmer had an internal leak. The leak was discovered upon installation. No patient involvement.